Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 583 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to escape from the rewind process. Troubleshooting found the customer was able to complete the fill cannula process. The insulin pump also passed a displacement test during troubleshooting. The customer also reported a no delivery alarm that was resolved by a complete set change. Customer was advised the insulin pump was working properly at the end of troubleshooting. Customer declined to return the product for analysis.